Event description:
Approx one year after treatment with bovine collagen, the pt developed abscesses in the upper lip treatment site. The physician performed incision and drainage to treat the abscesses.